Event description:
The customer reported that a "speaker malfunction" inop was issued by the x2. The x2 was paired to an mp70.

Manufacturer narrative:
(B)(4). The customer reported that a "speaker malfunction" inop was issued by the x2. The x2 was paired to an mp70. The biomed says that (B)(4) was already applied to this device last yr. Therefore, the new design speaker may have developed a fault. As the customer has apparently recognized the speaker failure, and as no pt adverse event/adverse pt impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, pt alarms and technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution, we will report loss of audio even though a visual warning is provided that product labeling states (user ref guide (B)(4)) describes personal surveillance): do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. The intention on monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring. User ref guide (B)(4) describes personal surveillance. This would allow the user to implement alternative methods of monitoring per hosp protocol, and/or to troubleshoot the monitor. Philips will attempt to get the failed speaker back to the factory for investigation. Philips is in the process of obtaining additional info regarding the incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.